Event description:
The customer called to report that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 300 mg/dl. The customer had been getting multiple no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The test was attempted using a hemostat, but insulin continued to exit during the test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.